Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Inspection of a photo of the power supply provided by the customer confirmed that there is a crack on the unit near the cable connection. (B)(4).

Event description:
The hospital reported that at the onset of an endoscopic vein harvesting procedure, the power supply began smoking. A crack was observed on the bottom of the unit near the cable connection. The incision site was extended by 15cm and bridging was used to complete the procedure. The pt's leg was bruised. The physician stated that the vein was "full of holes"; the branches were not sealing properly. The pt was discharged. A pre-test was performed on the power supply prior to the start of the case with no issues observed. The power supply was set at 2.5. Smoking was noticed with the power supply one to two weeks prior to this event. The hospital intends to return the product in question.